Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not turn on. Moreover, internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. The o2 gas module and ac/dc converter were found defective and them replacement is necessary. No parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).